Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed on the atrial lead. High capture threshold was also noted. The system was on the right side of the patient. Patient also had an abandoned competitive system implanted on the left side. Due to the remaining longevity of the ICD and the leads location, the physician decided to explant the complete system and the abandoned competitive system as well. The ICD and the leads were replaced on the left side. Patient is in stable condition and will continue to be monitored.